Manufacturer narrative:
Initial and final MDR 1903478 - MDR 3003442380-2024-11866 - device 2 of 9.

Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that the patient's infusion set was fell off during use on (B)(6) 2024. The patient replaced the infusion set and insulin was resumed successfully. No further information available.